Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal

Event description:
It was reported that during the implant procedure, the stylet got stuck inside the left ventricular lead. Another lead was used successfully to complete the procedure. The patient was stable.